Manufacturer narrative:
Patient information was not provided. The model and serial number of the involved unit have not been disclosed by the facility. This information will be provided in a follow-up report if and when made available. The model number has not been disclosed by the facility, so the 510(k) number is unknown. The serial number has not been disclosed by the facility, so the manufacture date is unknown. Sorin group (B)(4) manufactures the sorin heater-cooler system 3t. The incident occurred in (B)(6). This medwatch report is being filed on behalf of sorin group (B)(4). Sorin group (B)(4) received a user medwatch report (mw5058663) stating that the patient displayed mycobacterium abscessus bloodstream infection 2.3 months following an orthotopic heart transplant utilizing a sorin heater-cooler system 3t. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.

Event description:
Sorin group (B)(4) received a user medwatch report (mw5058663) stating that the patient displayed mycobacterium abscessus bloodstream infection 2.3 months following an orthotopic heart transplant utilizing a sorin heater-cooler system 3t.

Manufacturer narrative:
Sorin group (B)(4) manufactures the sorin heater-cooler system 3t. The incident occurred in (B)(6). This medwatch report is being filed on behalf of sorin group (B)(4). Several attempts were made to obtain more information about the patient and any potentially involved device(s) from the customer. However, sorin group (B)(4) has not received any further information related to this event. As no additional information has been provided by the customer, no additional investigation can be performed.